Event description:
Used ethicon harmonic ace36. Worked for a while, then quit working. A new handpiece was delivered to the field, and the case was completed. No harm to patient.

Event description:
Used ethicon harmonic ace36. Worked for a while, then quit working. A new handpiece was delivered to the field, and the case was completed. No harm to patient.